Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. No moisture damage found inside the device. The unit also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported that the buttons on the insulin pump's keypad were not responding. Customer stated that the escape and act keys were responding intermittently. Customer stated that the insulin pump had recently been exposed to moisture. Blood glucose level was 325 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.